Event description:
This case was initially received via regulatory authority ((B)(6) on 21-jun-2015. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), perforation ('perforation'), genital haemorrhage ('bleed so heavily, bled through a super tampon and a thick pad and a pair of jeans') and seizure ('seizure') in a (B)(6)-year-old female patient who had essure (batch no. 685783) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulliparous. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menstruation irregular ("period has become quite irregular/comes around every 7 weeks now"). In 2014, the patient experienced anaemia ("had full blood work done to find out if I had anemia or anything"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe and chronic pain in pelvic region"), musculoskeletal discomfort ("left hip joint feeling the worst when walking"), dyspareunia ("sharp stabbing pain during sexual intercourse"), coital bleeding ("bled during and after sex"), abdominal pain lower ("sharp pains in lower left abdomen"), abdominal distension ("bloat to have the appearance I am five months pregnant"), back pain ("lower back becomes so sore I can hardly get out of bed"), headache ("headaches"), hot flush ("hot flashes"), fatigue ("terrible fatigue"), the first episode of neuralgia ("affects leg nerves, lower back, feet"), dysmenorrhoea ("dramatic increase in menstrual cramping"), rash ("skin rashes"), bacterial vaginosis ("bacterial vaginosis/discharge"), night sweats ("night sweats"), libido decreased ("decrease in libido"), anorgasmia ("sexual dysfunction as in unable to orgasm or feel pleasure"), facial pain ("face pain"), neck pain ("neck pain"), flatulence ("gas"), nausea ("nausea"), constipation ("constipation"), vomiting ("vomiting"), diarrhoea ("diarrhea"), dysgeusia ("metallic taste in mouth"), dyspepsia ("heartburn"), seizure (seriousness criterion medically significant), hypoaesthesia ("numbness"), the second episode of neuralgia ("nerve pain"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog/diminished function"), increased tendency to bruise ("unexplained easy bruising"), multiple allergies ("increased sensitivities to foods, chemicals, gluten, allergens"), hypertrichosis ("new hair growth around areolas"), alopecia ("loss of head hair"), thrombosis ("blood clots"), menorrhagia ("menorrhagia") and paraesthesia ("tingling and prickling sensations") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal) and . Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, genital haemorrhage, pelvic pain, musculoskeletal discomfort, dyspareunia, coital bleeding, abdominal pain lower, menstruation irregular, abdominal distension, back pain, headache, hot flush, fatigue, dysmenorrhoea, rash, bacterial vaginosis, night sweats, libido decreased, anorgasmia, facial pain, neck pain, flatulence, nausea, constipation, vomiting, diarrhoea, dysgeusia, dyspepsia, seizure, hypoaesthesia, the last episode of neuralgia, mood swings, depression, anxiety, feeling abnormal, increased tendency to bruise, multiple allergies, hypertrichosis, alopecia, weight increased, thrombosis, menorrhagia and paraesthesia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, anaemia, anorgasmia, anxiety, back pain, bacterial vaginosis, coital bleeding, constipation, depression, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, facial pain, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hot flush, hypertrichosis, hypoaesthesia, increased tendency to bruise, libido decreased, menorrhagia, menstruation irregular, mood swings, multiple allergies, musculoskeletal discomfort, nausea, neck pain, night sweats, paraesthesia, pelvic pain, rash, seizure, thrombosis, vomiting, weight increased, the first episode of neuralgia and the second episode of neuralgia with essure. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: final assessment: lot number: 685783; production date: oct-2009; expiration date: oct-2012. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 28-jan-2020: reporter lawyer added. Reporter consumer updated. Device date explanted added. Product tab updated. Events ¿device migration¿ and ¿perforation nos¿ added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (health canada on 21-jun-2015. The most recent information was received on 24-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), perforation ('perforation'), genital haemorrhage ('bleed so heavily, bled through a super tampon and a thick pad and a pair of jeans') and seizure ('seizure') in a 27-year-old female patient who had essure (batch no. 685783) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulliparous. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menstruation irregular ("period has become quite irregular/comes around every 7 weeks now"). In 2014, the patient experienced anaemia ("had full blood work done to find out if I had anemia or anything"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe and chronic pain in pelvic region"), musculoskeletal discomfort ("left hip joint feeling the worst when walking"), dyspareunia ("sharp stabbing pain during sexual intercourse"), coital bleeding ("bled during and after sex"), abdominal pain lower ("sharp pains in lower left abdomen"), abdominal distension ("bloat to have the appearance I am five months pregnant"), back pain ("lower back becomes so sore I can hardly get out of bed"), headache ("headaches"), hot flush ("hot flashes"), fatigue ("terrible fatigue"), the first episode of neuralgia ("affects leg nerves, lower back, feet"), dysmenorrhoea ("dramatic increase in mentsrual cramping"), rash ("skin rashes"), bacterial vaginosis ("bacterial vaginosis/discharge"), night sweats ("night sweats"), libido decreased ("decrease in libido"), anorgasmia ("sexual dysfunction as in unable to orgasm or feel pleasure"), facial pain ("face pain"), neck pain ("neck pain"), flatulence ("gas"), nausea ("nausea"), constipation ("constipation"), vomiting ("vomiting"), diarrhoea ("diarrhea"), dysgeusia ("metallic taste in mouth"), dyspepsia ("heartburn"), seizure (seriousness criterion medically significant), hypoaesthesia ("numbness"), the second episode of neuralgia ("nerve pain"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety"), feeling abnormal ("brain fog/diminished function"), increased tendency to bruise ("unexplained easy bruising"), multiple allergies ("increased sensitivities to foods, chemicals, gluten, allergens"), hypertrichosis ("new hair growth around areolas"), alopecia ("loss of head hair"), thrombosis ("blood clots"), menorrhagia ("menorrhagia") and paraesthesia ("tingling and prickling sensations") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal) and . Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, perforation, genital haemorrhage, pelvic pain, musculoskeletal discomfort, dyspareunia, coital bleeding, abdominal pain lower, menstruation irregular, abdominal distension, back pain, headache, hot flush, fatigue, dysmenorrhoea, rash, bacterial vaginosis, night sweats, libido decreased, anorgasmia, facial pain, neck pain, flatulence, nausea, constipation, vomiting, diarrhoea, dysgeusia, dyspepsia, seizure, hypoaesthesia, the last episode of neuralgia, mood swings, depression, anxiety, feeling abnormal, increased tendency to bruise, multiple allergies, hypertrichosis, alopecia, weight increased, thrombosis, menorrhagia and paraesthesia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, anaemia, anorgasmia, anxiety, back pain, bacterial vaginosis, coital bleeding, constipation, depression, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, facial pain, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hot flush, hypertrichosis, hypoaesthesia, increased tendency to bruise, libido decreased, menorrhagia, menstruation irregular, mood swings, multiple allergies, musculoskeletal discomfort, nausea, neck pain, night sweats, paraesthesia, pelvic pain, rash, seizure, thrombosis, vomiting, weight increased, the first episode of neuralgia and the second episode of neuralgia with essure. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.